Event description:
It was reported that a patient underwent a trauma procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the needle broke when sewing in surgery. Changed another four to continue the surgery, the same problem happened. Changed another four to continue the surgery, the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. Will be 13 devices returned for analysis, including 1 actual product and 12 sterile products from same batch. The surgeon refused to use the remaining 12 sterile products from the same lot and they will be returned for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: it was reported that the needle broke 5 times, did the needle fall into the patient? If so, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? - does a fragment of the needle remain in the patient¿s tissue? If so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon's opinion of the potential consequences for the patient? - what is the current status of the patient? --received information as following from sales rep via phone today. Please refer to the event description, there's no report on patient's injury, other information requested is unknown. H3 investigation summary: the product was returned to ethicon for evaluation. Twelve unopened samples were received for analysis. The product code is vcp433h. In order to evaluate the condition of the twelve returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002: no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h6, h11, h3. Additional rep samples received for evaluation. H3 investigation summary: the product was returned to ethicon for evaluation. Twelve unopened samples were received for analysis. The product code is vcp433h. Upon visual inspection of the returned samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without any problems. The sutures were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures the twelve samples were submitted to flex test. Seven samples broke due to improper tipping, as the sutures were breaking away from the swage area. Five samples was observed to be conforming as per flex specification.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002: no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h6, h11, h3. Additional rep samples received for evaluation. H3 investigation summary: the product was returned to ethicon for evaluation. Twelve unopened samples were received for analysis. The product code is vcp433h. Upon visual inspection of the returned samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without any problems. The sutures were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures the twelve samples were submitted to flex test. Seven samples broke due to improper tipping, as the sutures were breaking away from the swage area. Five samples was observed to be conforming as per flex specification.